Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a strand double armed partially dispensed was received for analysis. Product code 8521h; this product code is double armed. Upon visual analysis of the returned sample, an unknown black foreign matter was observed on the tip of one needle, which is not related to the production process. In addition, a photo was provided, and it showed the same sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # ==(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "¿one of the needles on the double arm suture had a black dye or coating on it..." - please describe the black dye or coating that was observed on the needle. - what was appearance? - what was the texture? - are there any photos available for visual analysis?

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 ans suture was used. One of the needles on the double arm suture had a black dye or coating on it. This was noticed on the back table so the suture was not used on the patient. No patient impact. Surgical delay unknown. Additional information requested.